Event description:
On 17 jul 2025, del medical was made aware that the right side of the table body lifted up from the floor when the tabletop was fully extended to the left and a downward force is placed on the tabletop on that end. On 04 aug 2025 a tech was sent to investigate. There was trough in the floor in the same location where the right side of the table needed to be secured to the floor. The table could not be moved due to the size of the room and components included. The installer did secure the table to the concrete floor on the left side of the table but the right side was unsecured due to the trough in floor. The trough is just sheet metal and could not provide a stable surface to secure the table. The installer left the table in this condition and turned the room over to the customer for use. This was not communicated to del medical until the notification that triggered this complaint. As a temporary solution the installer went to the site and installed an anchor bolt through a hole he drilled in the bottom of the table. This anchor bolt is in a location where it can be fully secured to the concrete floor underneath the table. A more permanent solution is being investigated with engineering. The root cause is not of a component. The cause of this problem is room layout and the installer turning the room over to the customer while the install was not fully completed.